Manufacturer narrative:
The customer contacted siemens to report that falsely elevated carbon dioxide test results were obtained from an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse completed the full autocheck procedure in service diagnostics, performed the auto-alignment of the reaction ring and dilution ring, performed the manual alignment of the reaction/dilution ring wash stations, auto-alignment of dilution, reagent and sample mixers, auto-alignment of all four transfer arms, auto-alignment of server 1 and 2, performed the manual alignment of the loader arm and verified the successful loading and unloading and full piercing of reagent packs, and performed the service test methods. The cse also replaced the reagent server belts. The siemens headquarter support center evaluated the available data and found the falsely elevated results were obtained from multiple cuvette slots, and there was no pattern of discordant results from specific cuvette slots. The cause of the falsely elevated carbon dioxide test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed. MDR 2432235-2020-0305 and 2432235-2020-00306 were filed for the same event.

Event description:
One discordant, falsely elevated carbon dioxide test result was obtained from an atellica ch 930 instrument. The initial result was not reported to the physician(s). The same sample was repeated on an alternate atellica ch 930 instrument, giving a lower result. The repeat result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide test result.